Event description:
It was reported that the patient presented with an increase in seizures due to a depleted battery. The patients device was replaced due to low battery new end of service (neos) = yes. The explanted generator has been received; however, product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Generator analysis was completed. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. During the bench interrogation, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand, the pulsedisabled and eos warnings were set. The pulsedisabled byte would not reset. Therefore, the system diagnostics and final electrical test could not be performed. The diagnostic vbat calculation result was 1.915 volts. The data in the diagaccumconsumed memory locations revealed that 107.047% of the battery had been consumed. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 1.952 volts (ifi range 2.74v - 2.41v), confirming an eos=yes condition. A visual assessment on the pcba showed no visual anomalies. The battery was removed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the end-of-service (eos) condition is an expected event.